Event description:
It was reported that stent damage occurred. Following pre-dilation with a 2.5 balloon, a 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. When the device was removed, the distal stent strut was noted to be slightly flared. The procedure was completed with another of same device. There were no patient complications nor injuries reported.